Manufacturer narrative:
H3 end user did not release product for MFR's testing purposes. H6 method code 86, device history records reviewed. H6 conclusion code 67, devices were not returned. No conclusion can be drawn.